Event description:
It was reported that during generator change procedure, high out of range, hv lead impedance was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient.